Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an obtryx sling was implanted into the patient on (B)(6) 2016. According to the complainant, the patient developed rashes on both her arms, lower legs, and back four days after the procedure. She had undergone a series of patch tests, which determined that she was allergic to nickel. The patient had seen her primary care provider and a dermatologist and was prescribed with antibiotics, steroids, steroid creams and a nickel-free diet but the rash persists.